Event description:
It was reported that four units were affected. The problem was detected by the nurse before the procedure. When separating the protective barrier that covers the adhesive, the adhesive is detaching from the probe cover. This is commonly occurring with this particular lot. This is happening on the distal tip of the adhesive probe cover. The adhesive is detaching when the protective cover is removed. No patient injury, infections or complications were reported.